Event description:
It was reported that the intellivue multi measurement server x2 indicating a speaker malfunction. The device was in use. There was no report of patient or user harm.

Manufacturer narrative:
Additional information was received which confirmed that the device did not produce sound and displayed speaker malfunction inop error message. A field service engineer (fse) was onsite and identified a speaker malfunction inop error message and no sound. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The fse replaced the ms_x2 assy cbl x2/mp2 speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).